Manufacturer narrative:
Physio-control evaluated the customer's device and was able to duplicate the reported issue. The biphasic pcb was replaced to resolve the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue was a faulty biphasic pcb.

Event description:
Physio-control observed a non-critical issue on a training device. There was no patient use associated with the reported event. Upon evaluation of the training device, physio-control observed failure of the device to deliver biphasic shock. The device would deliver monophasic shock only.